Event description:
It was reported that a patient underwent a cardiac ablation procedure with a webster cs catheter and the curve of the catheter was stuck/jammed in a deflected position. When the catheter bend was released, it did not straighten, giving the impression that the area where the catheter deflected had been fractured. The curve was deformed instead of straight. The knob/piston was unable to be moved up or down. No physical damages were noted on the ring, electrode, or distal end of the catheter. No further details were provided regarding troubleshooting of the issue or completion of the procedure. No patient consequences were reported.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31629126m and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).